Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from four (4) different patient samples that were generated by the synchron lx I 725 instrument. Four patient samples (a to d) were tested for accu tni and results were: 8.26ng/ml, 9.68ng/ml, 9.26ng/ml and 8.44ng/ml for patients a to d respectively. The results were reported out of the lab and questioned by a physician. All original samples were re-tested for accu-tni on a different instrument in the customer's lab and lower result were obtained: "<0.06ng/ml" for patient a to c, and 0.09ng/ml for patient d. There have been no reports of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was in specifications prior to the event. Following the event, level I qc and calibration failed. System check performed on 04/2007 passed within specifications. Per customer, no errors were received in the event log. A field service engineer (fse) was dispatched to the customer's lab two days later: a) the fse inspected the instrument, and observed cracked peri pump tubing and issues with the mixer bearings. B) the fse replaced the defected parts. After service completion, the fse conducted calibration and qc and obtained acceptable results. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.